Event description:
It was reported that the patient was having an MRI to check for suspected inflammatory mass (im). The hcp requested to scan the course of catheter to look for catheter tip granuloma. They were also scanning the thoracic and lumbar due to new pain and leg problems. It was unknown when the symptoms first started. It was unknown what the pump system was infusing. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Concomitant products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2014, product type accessory; product ID 8590-1, lot# n117641, implanted: (B)(6) 2007, product type accessory; product ID 8709sc, serial# (B)(4) implanted: (B)(6) 2007, product type catheter. (B)(4).